Event description:
The customer reported that the system recorded a "leads off" alarm while the patient was being monitored. According to a clinician, the user had acknowledged this condition. The patient was found dead on the floor with ECG electrodes still attached to the skin. However, the ECG cable was disconnected from the electrodes but still connected to the bedside monitor.